Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/08/2015 with the following findings: black box confirms that the pump time and date defaulted after power on reset. Time and date reset to default was duplicated during investigation. Opened pump to investigate and the internal battery was found to be leaking and unable to hold a charge. Moisture observed in the battery compartment. Leak test passed as no leaks were detected. Opened pump- no moisture found. Threads on battery cap are stripped and are unable to secure. Test battery cap was able to secure and was used for testing. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged battery cap, leaking internal battery, and moisture in the battery compartment. This report is made based on the results of an investigation completed on 09/08/2015.